Manufacturer narrative:
Insulin pump had a no button error alarm noted. Insulin pump arrow buttons did not respond due to corrosion on keypad traces. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and cannot be cleared. Customer did reset the device and issue persists. Blood glucose value is 230 mg/dl. Nothing further reported.